Event description:
A facility reported that duragen (B)(6) was implanted to the patient on (B)(6) 2024 during a surgery for cerebellum convexity meningioma. Approximately a month after, pus was observed from the surgical incision and infection was suspected on the posterior cranial fossa. Craniotomy was performed again and the on-lay duragen was explanted. Autologous fascia was used to treat the patient, and the patient has recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. Duragen (id4501i) was not returned for evaluation as the product is not available for return as per customer. Additionally, the lot number was not provided; therefore, device history record (DHR) could not be reviewed. Notwithstanding the above, a medical assessment was performed to evaluate the possible relation between the reported event and product use as follows: based on the complaint information received to date, a causal relationship between the device and adverse event is inconclusive. The reported complaint lacks detailed patient and event information, including timeframe of implant date to incident date, organism type, relevant medical history, laboratory tests/results, concomitant devices, intraoperative procedure notes, and patient post- operative care. In summary, the product is guaranteed to be sterile and non-pyrogenic unless the package is opened or damaged. As stated in the product IFU, infection is one of the possible complications that can occur with any neurosurgical procedure - not necessarily because of the product used. Therefore, based on the available information and medical assessment performed, there is insufficient evidence to suggest that the duragen product was causal to the reported event. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.